Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that pt stated they keep losing a charge and they have to charge every day now. Caller had no further information and requested to page a manufacturing representative (rep) to meet with pt for further troubleshooting. Caller was not clear if the issue relates to the ins itself or their external patient controller but sounded as if the pt was referring to the ins. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a health care provider. Caller called back and said she had got a message from an manufacturer rep but never was able to get in touch with anyone regarding the issue presented in this case. The caller is seeking to speak to a rep to schedule an appt. The agent offered patient services (pats) for the pt in the meantime but caller notes the pt's cognition/dementia situation will not be conducive to the pt working with anyone over the phone. Redirected to nas.